Manufacturer narrative:
Mml ref #: (B)(4) other device explanted: model: 8145 descriptions: reactiv8 implantable stimulation lead. Serial numbers: (B)(6), ud #si: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site never healed. The patient underwent wound washout but did not resolve the healing issue. It was identified that the patient had a staph infection, and therefore, the device was explanted without complications. The device is working as intended. The device was not returned for analysis. No device analysis can be performed. The device history record, including the sterilization process, was reviewed. No relevant nonconformances were observed. This report is associated with MFR report number: 3021520203-2025-00025.